Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'shuts off intermittently' which was duplicated during evaluation by troubleshooting the device. A review of the event history log identified 'improper shutdown!' Messages. The cause was determined to be a depressed pin on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off intermittently during testing at the biomed service department. There was no patient involvement. No additional information is available.